Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, high vte (exhaled tidal volumes) on the monitoring display and the flow sensor disc (disconnect) alarm continuously. The customer reported troubleshooting by cleaning the flow sensor, as per instruction given in manual, and reconnecting it properly; but the issue was not resolved. The customer reported checking the internal tubing of the flow sensor receptacle and it was intact. The customer crosschecked with a known good flow sensor and the issue resolved. The customer reported the flow sensor disc alarm disappeared and the vte on the monitoring display was normal. The customer reported no patient involvement associated with the event.